Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that insulin continued to drip after the motor stopped during the manual prime process. Insulin continued to drip after letting go of the act button during the prime process. The motor slowed down and the numbers ramped up on the screen. An infusion set change resolved the issue. The night before her blood glucose level went up to around 400 mg/dl. She treated her blood glucose level with the insulin pump. The device was not returned.